Event description:
The following has been reported by customer: error 28: keyboard error. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.